Event description:
Citation: michael f. Stiefel, et al. Endovascular treatment of intracranial dural arteriovenous fistulae using onyx: a case series. Neurosurgery. 2009 dec;65(6 suppl):132-9; discussion 139-40. The following report was received by medtronic (covidien) through review of literature: one technical complication was associated with the use of onyx (2.4% complication rate). It was reported that during the final stages of embolization through the arterial branch for one patient, a small amount of the onyx material appeared to reflux into the left v4 segment. For this reason, onyx embolization was aborted, and the microcatheter was withdrawn from the patient. The patient had a complex davf (dural arteriovenous fistula) of the transverse sigmoid sinus with supply from both of the carotid arteries, the left meningohypophyseal trunk, and left vertebral artery. Prior to the incident, treatment was performed over multiple stages with multiple embolic agents, including onyx, nbca (n-butyl cyanoacrylate), and a stent. During the patient's fourth embolization setting, a marathon catheter was advanced under high-magnification roadmap visualization into the distal aspect of the left posterior meningeal artery. Superselective angiography then showed that the catheter was in good position for onyx embolization. At this point, the reflux mentioned above was observed. Subsequent angiography showed complete resolution of the posterior meningeal arterial feeder. The patient had no clinical sequelae from the event. The information was received from the same article as MDR# 2029214-2015-00512 and 2029214-2015-00511.

Manufacturer narrative:
The report was created to capture the incident of onyx migration for patient 15 as reported in the article. Http://www.ncbi.nlm.nih.gov/pubmed/19934987. The device involved in the event will not be returned as it was consumed in the event. The lot history record review was not possible as the lot number was not reported. (B)(4).